Event description:
During evaluation of a returned homechoice (hc) device, it was determined that the hc machine had a fluid volume accuracy test failure. As the device failed during evaluation, there was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. External/internal inspection was performed and no issues were noted. The device passed all return instrument test/evaluation (rite) electrical testing. The device failed accuracy testing. Inspection revealed that the piston foam was deteriorated. Upon conclusion of the evaluation, the cause of the condition was determined to be deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.